Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 21-jun-2022 h.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one q-syte closed luer access device for the investigation. Upon visual inspection, the damaged q-syte is attached to a stop cock with a second q-syte and a spin-nut unit. The q-syte with the damage is missing a top disk and the septum sustained some damage. Per the report, leakage was observed while using the damaged q-syte. Further microscopic inspection found adhesive present around the rim therefore this is unlikely to happen during manufacturing as glue adhesive was identified around the rim of the top body. However, during use, excessive actuations or extraneous force on the septum may result in tearing of the septum and damage to the top disk. The reported issue was confirmed however as the device has been opened and used, the root cause cannot conclusively be determined.

Event description:
It was reported while using bd q-syte luer access split septum the septum came unglued. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about septum separation. According to the customer's verbatim report, the rubber component at the connection site was separated.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum the septum came unglued. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about septum separation. According to the customer's verbatim report, the rubber component at the connection site was separated.